Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: e1: reporter is a legal representative.

Event description:
It was reported that on (B)(6) 2019, the patient was patient received a cemented primary left attune posterior stabilized femur and fixed bearing s+ tibial tray total knee replacement, with resurfaced anatomic patella. There were no reported complications. On (B)(6) 2019, the patient was treated with a manipulation under anesthesia of the left total knee arthroplasty, as well as an intra-articular steroid injection of the left knee, addressing knee stiffness. There were no complications. On (B)(6) 2020, the patient¿s left total knee arthroplasty was revised to address pain and instability. Patient demonstrated significant laxity in flexion and extension, and so the attune insert was revised. Femur, tibial tray, and patella were found to be well-fixed and positioned, with the patella tracking well; and were all retained. On (B)(6) 2022, patient¿s left knee was revised to address tibial tray implant loosening. The femoral component was found to be well-fixed and positioned but was extracted using osteotomes. The tibial tray was found to be loose, de-bonded from the bone cement at the cement to implant interface, being simply removed with only a tamp. Femur, tibial tray, and insert were revised to competitor femur with augments and stem, tibial tray with augments and stem, cement, and insert. Depuy attune patella was retained. On (B)(6) 2022, the patient received a competitor brand primary right total knee replacement, with resurfaced patella and competitor bone cement. This report captures the following incident: doi: (B)(6) 2019. Dor: (B)(6) 2020. Affected knee: left.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.